Event description:
The pt was implanted with two ventricular assist devices (vad) as a bivad pt. Approximately 11 days post-implant, the rvad went into fixed mode due to insufficient filling of the pump. After volume application and adjustment of the driver settings, proper fill resumed; however, the pt experienced paralyzation of the right leg. A few days later, the rvad went into fixed mode once again and the driver settings were adjusted. There were no signs of tamponade present. A cranial computed tomography (cct) revealed two cerebral infarcts, which caused the paralysis. The following day, the pt was symptomatic with shortness of breath; the pt was intubated and was difficult to ventilate. The pt's condition worsened and inotropes were initiated. The pt expired later that night.

Manufacturer narrative:
The pt expired on (B)(6) 2012. The MFR is attempting to acquire the pump for analysis. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.